Event description:
Received information from patient's mother indicating unit has provided multiple occlusion alarms. Patient has been experiencing high bg levels of 300+ with moderate ketones. Patient's mother has given her son shots in multiple occasions in an effort to lower his bg levels and get the ketones under control.

Manufacturer narrative:
During further investigation in an effort to try and retrieve further event information tandem's clinical diabetes specialist (cds) met with patient and patient's father. Cds identified that two areas on patient's belly have been over used and he has hypertrophy.